Event description:
A patient experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 132 mg/dl vs. 242 lab. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events.